Manufacturer narrative:
H3 other text: device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of mold in the humidifier bowl of the device. The patient alleges nasal congestion, headaches and coughing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturers investigation is ongoing. A follow up report will be submitted when the manufacturers investigation is complete.